Event description:
Earlier this year the patient underwent a repair of his left distal tibia due to a non-union. The internal fixation required a plate and screws. Subsequently in the fall, the patient had developed a cellulitis at the operative site along with a non-union and failed hardware. According to the operative report the surgeon was, "able to percutaneously remove the broken screws proximally....one of the screws was cut loose and this was done easily. The other screws were tightly within the bone. I felt use of the broken screw removal set....would not be in the best interest of the patient so these screw tips were left."